Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: visual inspection revealed the keypad cover was undamaged. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture found on the keypad flex connector; the battery compartment was cracked; the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.